Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements, loss of capture, and impedance measurements of greater than 3000 ohms. The patient would be scheduled for a clinic visit to determine next steps. No adverse patient effects were reported. The lead remains in service.